Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor was unable to connect to the transmitter. The customer reported that when sensor was removed, electrode was shorter than usual. No harm requiring medical intervention was reported. The sensor will be returned for analysis.